Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2016, the atrial lead was capped and replaced due to abnormal pacing impedance. No further information was available.